Event description:
It was reported that the patient programmer (pp) antenna had been messed up for over a year. The patient was unable to make adjustments both with and without the antenna attached. There was a problem with the stimulator and antenna. The stimulator was noted to not work either. The pp would not perform telemetry with or without the antenna. Upon return of the pp, the antenna jack was found to be broken. The defective antenna jack was replaced. C300. Follow-up was performed to determine if the patient had required any further assistance and if they had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID neu_unknown, serial # unknown, product type unknown. (B)(4).